Manufacturer narrative:
Investigation summary: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No qn¿s were initiated on the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion: indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that the hub of the bd insyte-n¿ autoguard¿ shielded IV catheter was loose and wouldn't attach to the needle during use. The following information was provided by the initial reporter: "yellow hub of cannula spins on the needle. Make it very difficult to manage IV insertion. Hub is too loose. It causes multiple IV starts due to this difficulty."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub of the bd insyte-n¿ autoguard¿ shielded IV catheter was loose and wouldn't attach to the needle during use. The following information was provided by the initial reporter: "yellow hub of cannula spins on the needle. Make it very difficult to manage IV insertion. Hub is too loose. It causes multiple IV starts due to this difficulty."